Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical service. The local representative was unable to interrogate this device prior to the implant procedure. Despite re-plugging the programmer wand, the device could not be interrogated. The technical service's consultant suggested the local representative attempt to interrogate the device in another room. The programmer was rebooted and a scanning for devices message was displayed. A magnet was applied over the device and beeping tones were heard. The device was successfully interrogated. The local representative mentioned that the beeping tones were not consistently one beep per second. Just one beep tone was initially heard. The magnet was repositioned over the device. Two beep tones were heard followed by a pause and then additional beep tones. The technical service's consultant felt that the device was functioning appropriately. The available information suggests that this device was implanted and remains in-service.